Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath was selected for use. An air management problem occurred with the device as some air bubbles were visible. The device was replaced and the procedure was completed successfully. No patient complications were reported. It is unknown if the device will be returned for laboratory analysis.